Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the pump was not shut off. The troubleshooting related to the loss of effect prior to the replacement was indicated as turning the daily dose up, changing the bolus dosing, and then tapering down the dose. The cause for the loss of effect was not determined, however it was resolved with the placement of the new catheter. It was noted that perhaps it was intradural scar or adhesion. The issue had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported approximately april 2015, the patient had an abrupt increase in tone. No active alarms were seen but the logs had not been checked. The healthcare provider (hcp) gave the patient a 50 mcg therapeutic bolus with no response. An ap (anterior posterior) and lateral x-ray of the catheter was done with no issue seen. Additional information received from the health care provider (hcp) via the manufacturing representative reported that the catheter was explanted and replaced with a new 8780 catheter on (B)(6) 2015. The patient had lost intrathecal baclofen effect. The patient showed withdrawal when the pump was shut off. The subdural catheter had been in question. Diagnostics were reported as x-ray and dye studies that were normal. During the replacement procedure, normal cerebrospinal fluid (csf) flow was seen in the emergency room (ER), thus the doctor stated no defect in catheter. It was unknown if the issue was resolved on (B)(6) 2015. The drug that was used via the device system was gablofen 2000mcg/ml at 399mcg/ml. The medical history was reported as cerebral palsy and spastic quadriplegia. Indication for use of the device was for cerebral palsy and intractable spasticity. The patient status at the time of this report was "alive- no injury." The catheter was discarded. The reason for the pump shut-off, the cause for the loss of intrathecal baclofen effect, and if the loss of effect resolved after the catheter replacement remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.